Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 37602, serial#: (B)(4), product type: implantable neurostimulator. Refer to manufacturer report #3004209178-2021-04564 and 3004209178-2021-06563 for related system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left implant had impedance issue on c & 2, 0 & 2, 2 & 3 showing >10k ohms. The right ins has no impedance issue. The patient said they had a shocking sensation also. The rep indicated they would be sending the left ins back for analysis. Additional information received from the manufacturer¿s representative (rep) reported the cause of the battery depletion was due to normal battery depletion. The rep noted impedances were high both before and after replacement. The cause of the shocking sensation and high impedances wasn't determined. The healthcare provider (hcp) was keeping an eye on the issue and was going to determine next steps if it continued.